Manufacturer narrative:
(B)(4). No detailed information was provided at the time of the complaint. Upon receipt of the complaint device, it was noted upon the investigation of the device on (B)(4) 2011 that the damaged power cord had exposed wires, rendering the complaint reportable. Method: the returned complaint device was visually inspected. Results: the visual inspection revealed no signs of impact damage to the complaint device. The visual inspection revealed bite marks along the length of the power cord and sharp bite marks on the power lead inductor. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the root cause of the damage to the power cord cannot be determined, however, the sharp bite marks seen on the power cord appear to have been caused by a small animal, most likely a dog. Our production staff were notified of this issue and an inspection was conducted in our production facility, at the assembly and packaging lines. During this inspection, no damage was found to any of the power cords.

Event description:
A healthcare facility in (B)(6) reported that the power cord of an icon CPAP has a "damaged power cord". This was found prior to patient use.